Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted due to hernia recursion and dense adhesions which were removed. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted the umbilicus had to be removed along with the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, loss of umbilicus and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2016 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/17/2022.

Manufacturer narrative:
Date sent to the FDA: 5/2/2022. Additional information: d1, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.